Event description:
A consumer reported experiencing altered color perception following intraocular lens (iol) implant surgery, yellow is seen as pink, light green is seen as grey, dark blue is seen as dark green. She was told by her ophthalmologist that "it is certainly not due to the lens". She also reported that during surgery, there were problems with blood circulation. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis, device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested.